Event description:
It was reported that the device had a "cassette not attached" error. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Lcd lens is cracked, and battery compartment is damaged. Functional tests performed. Customer complaint of ¿cassette not attached error¿ cannot be confirmed through 50 ml cassette test and dso (downstream occlusion) calibration test. Probable cause could not be determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.